Event description:
It was reported by the customer that their insulin pump display was blank. Customer's blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had a full segment display due to broken solder joint at battery spring contact.